Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that two attachment devices may have heated up and/or caused the motor device to heat up. It was further reported that the surgeon had stated the motor device was getting hot. The reporter stated that the issue could not be replicated; however, it was likely that the attachment device could have been the problem and not the motor device itself. There were no delays to the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device met all manufacture's specifications. And no issues were found. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.